Event description:
Related manufacturing reference number: 2017865-2022-39712, 2017865-2022-39713, 2017865-2022-39716. It was reported that the patient presented with an infection. The implantable cardioverter defibrillator (ICD), right ventricular, right atrial and left ventricular leads were explanted. There is no known allegation from a health professional that suggests the infection was related to the biventricular ICD system. The patient was in stable condition.